Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), genital haemorrhage ("persistent bleeding") and multiple sclerosis ("ms") in a female patient who had essure (batch no. 810875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2002, (B)(6) 2009), (B)(6) and polycystic ovaries. The patient does not drink alcohol, does not use recreational drugs, and does not smoke. Previously administered products included for an unreported indication: depo provera on (B)(6) 2012, nuvaring in 2011, iud in 2010 and oral contraception. Concurrent conditions included overweight, vaginitis bacterial, weight loss, vaginal odor, osteoarthritis, equilibrium loss, sinus disorder, multiple allergies, ovarian cyst, hypertension, vitamin d deficiency, menometrorrhagia, social alcohol drinker and malaise. Family history included lung disease, depressive disorder, hypertension (( father; mother)), diabetes (type ii ( paternal and maternal gm (grandmother)).), rheumatoid arthritis (mother), systemic lupus erythematosus (sister), psoriasis (father), mental disorder nos (mother) and dementia alzheimer's type (paternal grandmother). Concomitant products included amitriptyline since 2016, cetirizine hydrochloride (zyrtec) since 2016, colecalciferol (vitamin d) since 2014, glatiramer acetate since 2008, omeprazole (prilosec) since 2015 and venlafaxine hydrochloride (efexor xl). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant) with hypoaesthesia, paraesthesia, vitreous floaters, dry eye, diplopia and vision blurred, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In 2014, the patient experienced depression ("depression"), anxiety ("anxiety"), rash ("unexplained rashes"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes/ bladder or urinary problems or changes problems with frequency and emptying bladder"), urinary tract disorder ("bladder or urinary problems or changes/ bladder or urinary problems or changes problems with frequency and emptying bladder"), urinary retention ("bladder or urinary problems or changes/ bladder or urinary problems or changes problems with frequency and emptying bladder") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), pain in extremity ("pain in both legs from feet up to ankle to knee / mild pain arm"), arthralgia ("mild pain wrist"), neck pain ("neck pain"), carpal tunnel syndrome ("carpal tunnel syndrome") and osteoarthritis ("osteoarthritis"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, weight increased, alopecia and abdominal pain had resolved and the genital haemorrhage, multiple sclerosis, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, bladder disorder, urinary tract disorder, urinary retention, migraine, headache, fatigue, gastrooesophageal reflux disease, abdominal distension, pain in extremity, arthralgia, carpal tunnel syndrome and osteoarthritis outcome was unknown. The reporter provided no causality assessment for carpal tunnel syndrome and osteoarthritis with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, bladder disorder, depression, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, neck pain, pain in extremity, pelvic pain, rash, urinary retention, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion (B)(6) 2012 hysterosalpingogr am - total bilateral occlusion. Tubes were successfully blocked. Findings: the upper and lower uterine segments appear grossly normal. There is bilateral satisfactory essure tubal coiling placement with both proximal ends of the right and left essure tubal coils within 30 mm of their respective cornua. There is satisfactory bilateral tubal occlusion, no contrast material extends beyond the proximal portion of either the right or left essure tubal coils. Impression: 1. Satisfactory bilateral essure tubal coil placement and occlusion. 2. No abnormalities of the upper or lower uterine segments is seen. (B)(6) 2015 transabdominal pelvic ultrasonography - impression: left adnexal cyst, otherwise, unremarkable transabdominal images of the pelvis. (B)(6) 2015 transvaginal pelvic ultrasonography - impression: left ovarian cyst having imaging characteristics of a simple cyst with average diameter of2.2 cm. Otherwise, unremarkable (B)(6) 2015 MRI cervical spine - impression: there are two new small foci of increased stir and t2-weighled signal within the posterior aspect of the spinal cord at the levels ofc5 and c6 as described above. These lesions may be related to demyelinating/dysmyelinating disorders such as multiple sclerosis although the findings themselves are nonspecific. I do not see these lesions on previous exam. Further evaluation is suggested. A repeat brain mrl may also be of benefit to assess for new intracranial lesions. Multilevel cervical spine degenerative type change, stable since previous exam concerning the injuries reported in this case, the following ones were described in patient's medical records: carpal tunnel syndrome and osteoarthritis, confirming weight gain, fatigue, anxiety, muscle weakness, numbness of limbs, tingling, bilateral leg pain, headaches, dyspareunia, pelvic pain, back pain. Most recent follow-up information incorporated above includes: on 30-jan-2018: new events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety, unexplained rashes, bladder or urinary problems or changes/ bladder or urinary problems or changes problems with frequency and emptying bladder, migraines, headaches, ms, numbness, tingly, dyspareunia (painful sexual intercourse), floaters, dry eye, double vision, vision less clear, fatigue, weight gain, acid reflux, hair loss, abdominal pain, bloating, pain in both legs from feet up to ankle to knee/ mild pain wrist and arm and neck pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), genital haemorrhage ("persistent bleeding") and multiple sclerosis ("ms") in an adult female patient who had essure (batch no. 810875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (B)(6) 2002, (B)(6) 2009), hsv infection and polycystic ovaries. The patient does not drink alcohol, does not use recreational drugs, and does not smoke. Previously administered products included for an unreported indication: depo provera on (B)(6) 2012, nuvaring in 2011, iud in 2010 and oral contraception. Concurrent conditions included overweight, vaginitis bacterial, weight loss, vaginal odor, osteoarthritis, equilibrium loss, sinus disorder, multiple allergies, ovarian cyst, hypertension, vitamin d deficiency, menometrorrhagia, social alcohol drinker and malaise. Family history included lung disease, depressive disorder, hypertension (( father; mother)), diabetes (type ii ( paternal and maternal gm (grandmother)).), rheumatoid arthritis (mother), systemic lupus erythematosus (sister), psoriasis (father), mental disorder nos (mother) and dementia alzheimer's type (paternal grandmother). Concomitant products included cholecalciferol (vitamin d) since 2014 for fatigue as well as amitriptyline since 2016, glatiramer acetate since 2008 and omeprazole (prilosec) since 2015. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant) with hypoaesthesia, paraesthesia, vitreous floaters, dry eye, diplopia and vision blurred, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In 2014, the patient experienced depression ("depression"), anxiety ("anxiety"), rash ("unexplained rashes"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes/ bladder or urinary problems or changes problems with frequency and emptying bladder"), urinary tract disorder ("bladder or urinary problems or changes/ bladder or urinary problems or changes problems with frequency and emptying bladder"), urinary retention ("bladder or urinary problems or changes/ bladder or urinary problems or changes problems with frequency and emptying bladder"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), pain in extremity ("pain in both legs from feet up to ankle to knee / mild pain arm"), arthralgia ("mild pain wrist"), neck pain ("neck pain"), carpal tunnel syndrome ("carpal tunnel syndrome") and osteoarthritis ("osteoarthritis"). The patient was treated with venlafaxine hydrochloride (efexor xl), cetirizine hydrochloride (zyrtec), bactrim (mortin), prednisone, tetryzoline hydrochloride (eye drops) and surgery (hysterectomy (partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, weight increased, alopecia, abdominal pain and abdominal distension had resolved and the genital haemorrhage, multiple sclerosis, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, bladder disorder, urinary tract disorder, urinary retention, migraine, headache, fatigue, gastrooesophageal reflux disease, pain in extremity, arthralgia, carpal tunnel syndrome and osteoarthritis outcome was unknown. The reporter provided no causality assessment for carpal tunnel syndrome and osteoarthritis with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, bladder disorder, depression, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, neck pain, pain in extremity, pelvic pain, rash, urinary retention, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion (B)(6) 2012 hysterosalpingogram - total bilateral occlusion. Tubes were successfully blocked. Findings: the upper and lower uterine segments appear grossly normal. There is bilateral satisfactory essure tubal coiling placement with both proximal ends of the right and left essure tubal coils within 30 mm of their respective cornua. There is satisfactory bilateral tubal occlusion, no contrast material extends beyond the proximal portion of either the right or left essure tubal coils. Impression: 1. Satisfactory bilateral essure tubal coil placement and occlusion. 2. No abnormalities of the upper or lower uterine segments is seen. (B)(6) 2015 transabdominal pelvic ultrasonography - impression: left adnexal cyst, otherwise, unremarkable transabdominal images of the pelvis. (B)(6) 2015 transvaginal pelvic ultrasonography - impression: left ovarian cyst having imaging characteristics of a simple cyst with average diameter of2.2 cm. Otherwise, unremarkable (B)(6) 2015 MRI cervical spine - impression: there are two new small foci of increased stir and t2-weighed signal within the posterior aspect of the spinal cord at the levels ofc5 and c6 as described above. These lesions may be related to demyelinating/dysmyelinating disorders such as multiple sclerosis although the findings themselves are nonspecific. I do not see these lesions on previous exam. Further evaluation is suggested. A repeat brain mrl may also be of benefit to assess for new intracranial lesions. 2. Multilevel cervical spine degenerative type change, stable since previous exam concerning the injuries reported in this case, the following ones were described in patient's medical records: carpal tunnel syndrome and osteoarthritis, confirming weight gain, fatigue, anxiety, muscle weakness, numbness of limbs, tingling, bilateral leg pain, headaches, dyspareunia, pelvic pain, back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Outcome of event bloating changed from unknown to recovered/resolved. Concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), genital haemorrhage ("persistent bleeding") and multiple sclerosis ("ms") in an adult female patient who had essure (batch no. 810875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (17oct2002, 28apr2009), hsv infection and polycystic ovaries. The patient does not drink alcohol, does not use recreational drugs, and does not smoke. Previously administered products included for an unreported indication: depo provera on 4-jan-2012, nuvaring in 2011, iud in 2010 and oral contraception. Concurrent conditions included overweight, vaginitis bacterial, weight loss, vaginal odor, osteoarthritis, equilibrium loss, sinus disorder, multiple allergies, ovarian cyst, hypertension, vitamin d deficiency, menometrorrhagia, social alcohol drinker and malaise. Family history included lung disease, depressive disorder, hypertension (( father; mother)), diabetes (type ii ( paternal and maternal gm (grandmother)).), rheumatoid arthritis (mother), systemic lupus erythematosus (sister), psoriasis (father), mental disorder nos (mother) and dementia alzheimer's type (paternal grandmother). Concomitant products included colecalciferol (vitamin d) since 2014 for fatigue as well as amitriptyline since 2016, glatiramer acetate since 2008 and omeprazole (prilosec) since 2015. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant) with hypoaesthesia, paraesthesia, vitreous floaters, dry eye, diplopia and vision blurred, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In 2014, the patient experienced depression ("depression"), anxiety ("anxiety"), rash ("unexplained rashes"), migraine ("migraines") and headache ("headaches"). In may 2015, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes/ bladder or urinary problems or changes problems with frequency and emptying bladder"), urinary tract disorder ("bladder or urinary problems or changes/ bladder or urinary problems or changes problems with frequency and emptying bladder"), urinary retention ("bladder or urinary problems or changes/ bladder or urinary problems or changes problems with frequency and emptying bladder"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), pain in extremity ("pain in both legs from feet up to ankle to knee / mild pain arm"), arthralgia ("mild pain wrist"), neck pain ("neck pain"), carpal tunnel syndrome ("carpal tunnel syndrome") and osteoarthritis ("osteoarthritis"). The patient was treated with venlafaxine hydrochloride (efexor xl), cetirizine hydrochloride (zyrtec), bactrim (mortin), prednisone, tetryzoline hydrochloride (eye drops) and surgery (hysterectomy (partial) and bilateral salpingectomy). Essure was removed on 8-apr-2015. At the time of the report, the pelvic pain, dyspareunia, weight increased, alopecia, abdominal pain and abdominal distension had resolved and the genital haemorrhage, multiple sclerosis, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, bladder disorder, urinary tract disorder, urinary retention, migraine, headache, fatigue, gastrooesophageal reflux disease, pain in extremity, arthralgia, carpal tunnel syndrome, neck pain and osteoarthritis outcome was unknown. The reporter provided no causality assessment for carpal tunnel syndrome and osteoarthritis with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, bladder disorder, depression, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, neck pain, pain in extremity, pelvic pain, rash, urinary retention, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on 9-apr-2012: total bilateral occlusion (B)(6)2012 hysterosalpingogr am - total bilateral occlusion. Tubes were successfully blocked. Findings: the upper and lower uterine segments appear grossly normal. There is bilateral satisfactory essure tubal coiling placement with both proximal ends of the right and left essure tubal coils within 30 mm of their respective cornua. There is satisfactory bilateral tubal occlusion, no contrast material extends beyond the proximal portion of either the right or left essure tubal coils. Impression: 1. Satisfactory bilateral essure tubal coil placement and occlusion. 2. No abnormalities of the upper or lower uterine segments is seen. 05feb2015 transabdominal pelvic ultrasonography - impression: left adnexal cyst, otherwise, unremarkable transabdominal images of the pelvis. 05feb2015 transvaginal pelvic ultrasonography - impression: left ovarian cyst having imaging characteristics of a simple cyst with average diameter of2.2 cm. Otherwise, unremarkable (B)(6) 2015 MRI cervical spine - impression: there are two new small foci of increased stir and t2-weighled signal within the posterior aspect of the spinal cord at the levels ofc5 and c6 as described above. These lesions may be related to demyelinating/dysmyelinating disorders such as multiple sclerosis although the findings themselves are nonspecific. I do not see these lesions on previous exam. Further evaluation is suggested. A repeat brain mrl may also be of benefit to assess for new intracranial lesions. 2. Multilevel cervical spine degenerative type change, stable since previous exam concerning the injuries reported in this case, the following ones were described in patient's medical records: carpal tunnel syndrome and osteoarthritis, confirming weight gain, fatigue, anxiety, muscle weakness, numbness of limbs, tingling, bilateral leg pain, headaches, dyspareunia, pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.